Manufacturer narrative:
A copy of the op report was received indicating that this valve was implanted to correct severe mitral regurgitation. After implanting the 25 mm prosthetic valve and weaning the patient off cardiopulmonary bypass, transesophageal echocardiogram demonstrated a significant central regurgitant jet. Upon inspection, one of the leaflets was tethered by a suture causing a deformity of the leaflets at the commissure. It was noted that this was obviously a technical problem. After removing the valve, the annulus measured to a 27 mm this time around. A new edwards bioprosthetic valve was implanted and there was no evidence of perivalvular leak. There was excellent motion of the bioprosthetic leaflets. Patient was transferred in hemodynamically stable condition to the ICU. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, the surgeon confirmed that this event was related to a technical issue rather than a malfunction of the edwards device. No further actions are being taken.

Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.